Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2022 and had the pump explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (hmii lvas), serial number: (B)(6), did not reveal any device-related issues. The patient was transplanted on (B)(6) 2022, and no issues related to the device were reported. (B)(6) was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing, and the distal segment was not returned. The sealed inflow conduit (inlet extension, inflow conduit flex section, inlet elbow) was returned attached to the pump's inlet port. The apical sewing ring was not returned. The sealed outflow graft was severed approximately 0.5¿¿ from its hardware and returned attached to the outflow elbow, which was attached to the pump's outlet port. The outflow graft bend relief was not returned. Upon disassembly of the (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jan2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple patient conditions as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.